Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during implant pump flow was not corresponding to speed changes appropriately. Log files were submitted for review and captured some implant data and also some lower flows that did not correspond with increasing pump speeds. There was no periodic data available in the log.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the log files that were provided by the account confirmed the reported low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contained events from 08nov2023, per the timestamps. Persistent low flow hazard alarms were observed throughout the data below the low flow threshold of 2.5 liters per minute (lpm) despite various speed adjustments between 3000 revolutions per minute (rpm) and 5400 rpm. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The account communicated that during implant, flow was not corresponding to speed changes appropriately. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.